Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral dryness, observed at three month follow up post photo refractive keratectomy (prk) wellness check. Reporter indicated patient was instructed to increase water intake for hydration, omega "3" and vitamin c. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.